Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a cut in the insulation, which analysis determined occurred at the implant procedure. A resistance test completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this lead was attempted due to exhibiting non-capture, pacing inhibition and high out-of-range pace impedance measurements during implant. The lead was replaced. No adverse patient effects were reported.